Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In a separate visit the lens was repositioned and the lens rotated again. In a third visit the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a microcentrifuge vail. Visual inspection found optic deformed, and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).